Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture of implant, symptoms including but not limited to: severe joint and muscle pain, extreme itching, and periods of extreme feeling of cold on right chest. Additional damages include emotional distress, pain and suffering and disability, scarring, disfigurement, loss of capacity for enjoyment of life, increased risk of bia-alcl, fear of bia-alcl and medical expenses

Event description:
Legal representative reported against unknown side, rupture of implant, ,additional damages include emotional distress, increased risk of bia-alcl, fear of bia-alcl and medical expenses. Symptoms including but not limited to: severe joint and muscle pain not device related, extreme itching not device related, and periods of extreme feeling of cold on right chest not device related. Pain and suffering and disability, scarring, disfigurement, loss of capacity for enjoyment of life not device related. The device has been explanted.